Event description:
It was reported by service report that the foot end cover was damaged and there were sharp edges. The side rail I-bed awareness switch was not functioning. There was pt involvement; however, no adverse consequences are reported.